Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) and regarding the patient implanted for non-malignant pain and herniated disc that the patient complained of headache post-op and blurred vision in the right eye only. The rep was not aware of this until her follow-up appointment 1 week post-op. The patient had a blood patch with some reduction in symptoms. At the time of her 1-month follow-up, her symptoms had resolved. It was noted that the patient always had coverage in the desired places for stimulation. The cause of this event was unknown but a wet tap was suspected. The patient was recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.